Manufacturer narrative:
The damage found was sustained during the surgical procedure. Further testing could not be performed due to the damage sustained during testing. The lead was otherwise normal.

Event description:
It was reported that the lead dislodged due to twiddlers syndrome. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.